Event description:
Customer reported leaking of chemo product at junction of texium valve and tubing at connection to smartsite port. Approx 10-20 ml dripped onto the floor. Texium valve was replaced and chemo infusion was resumed and completed using the same tubing. Texium sample was not saved. No add'l info was available.

Manufacturer narrative:
MFR's report date: 01/12/2011. (B)(4). The sample was discarded at the hospital. No further investigation could be performed.